Event description:
A dialyzer blood leak occurred after a pt treatment on a system 1000 hemodialysis machine when blood was being recirculated back to the pt. There was no blood leak alarm noted during the incident although the blood leak was confirmed with a hemastick. There was no pt injury or medical intervention associated with this incident.